Event description:
Covidien received information stating that an 840 ventilator had an erratic (scrolling) graphic user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).